Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the difficulty retrieving the filter was likely due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter resulting in difficulty removing and causing the filtration element to tear. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. The large emboshield nav 6 embolic protection system (eps) was used with a 315cm barewire during use of a non-abbott atherectomy device. After atherectomy was completed, the filter was not able to be fully encapsulated into the retrieval catheter (rc) due to large calcium particles in the filter. During removal the eps became stuck with at the end of the sheath; however, the eps was able to be removed and outside the patient the filter was noted to be torn. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.